Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on july 21, 2016. The fcr had been contacted to check the device (implanted with a competitor transvenous right ventricular (rv) defibrillation lead) of a patient that was admitted into the hospital. According to the family, the patient had an adverse event and it appears that the device had delivered therapy twice. Despite therapy delivery and emergency intervention by the paramedics (for 30 minutes), the patient could not be revived and died on (B)(6) 2016. The device was interrogated post-mortem and two fault codes (fault codes#1004 and 1007) were identified. Fault code#1004 indicates that a shorted lead condition has occurred and fault code#1007 refers to a capacitor charge time that has exceeded the limit. The family member reported hearing a "popping" sound from the device. The fcr was asked to deactivate the device per physician's orders. No save-to-disk was obtained and the device was not explanted post-mortem. Stored data from the patient's latitude system was reviewed. The last uploaded data was transmitted to the latitude server on (B)(6) 2016 (four days prior to the patient's death). A nonsustained episodes (v-591) was recorded on (B)(6) 2016 which showed appropriate sensing with no over or undersensing. The available data showed no out-of-range measurements, fault code or error messages. It was concluded that the available data stored up to (B)(6) 2016 showed that the device was operating as expected. Lead trends were all within normal limits at that time.